Event description:
Reportable based on analysis completed on 08/25/2009. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties occurred. The 2.5x20mm taxus liberte stent delivery system (sds) was unable to cross the unspecified target lesion. The procedure was completed with a different device. No pt complications were reported and the pt's current condition is listed as "good". However, product analysis revealed stent damage.

Manufacturer narrative:
Visual, tactile and microscopic examination of the stent delivery system (sds) revealed stent damage. Three struts were flared in the first row on the proximal end of the stent. No other damage was noted to the device, the balloon was tightly folded and the stent was located between the marker bands. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).